Event description:
The customer contact reported that, the tip of the dilator frayed while attempting to advance the dilator into a patient. The physician placed the dilator over a guidewire during insertion. The physician made one attempt to advance the dilator; however, the dilator could not be more than 1 centimeter into the patient. The dilator was removed. At this time, the physician noted that the tip was frayed. The dilator was replaced and the catheter was inserted. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.